Event description:
Hcp reports pt presented in 2003 with diarrhea, back pain, leg pain, agitation, and diaphoresis. "Each episode responds to a bolus of their intrathecal medication." A catheter-port study performed was reported as normal. The hcp suspects "positional catheter obstruction." An MRI has been ordered to rule out a granuloma. The outcome is awaiting a catheter revision surgery. A follow up report will be sent when add'l info is obtained.